Manufacturer narrative:
Lot not identified by user. Part not returned for eval, disposed of by user.

Event description:
While attempting to pass suture in an open rotator cuff repair case, the tip of the needle fractured just below the eyelet, leaving a foreign body. The broken piece was located via an intra operative x-ray, then removed from the pt. The surgery was completed without further instance by using a new rc needle.